Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a needle/cannula is broken or detached. The sensor was inserted on (B)(6) 2018. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The patient complaint "inserting the sensor the needle has broken" was unable to be determined. A root cause could not be determined.